Event description:
In 2008, a clinical incident involving a perc dc wand was reported to arthrocare. During a cervical plasma disc decompression procedure, the tip of the perc dc wand detached and remained in the patient's cervical disc. There is no plan to reoperate to remove the fragment. There have been no patient complications.

Manufacturer narrative:
The device was received for investigation. The investigation for the device is currently in progress. A follow up report will be provided following completion of the investigation.